Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
During evaluation at philips authorized repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
Based on the information available and the testing conducted, the cause of the reported problem was due to a broken speaker. No speaker sound at start up test. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.